Manufacturer narrative:
Visual analysis was performed on the returned product. The filtration element shaft was wrinkled. The reported break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported break as the returned device evaluation was unable to confirm a break on the device. Attempts to obtain additional information were unsuccessful; therefore a cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation, the emboshield nav6 embolic protection system (eps) came with its distal part fractured so that the filter did not enclose. A new nav6 was used for the procedure. There was no patient involvement and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.